Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
The customer reported that the battery will not charge. In either the mrx monitor or the cadex charger. There was no report of pt involvement.